Event description:
It was reported that (1) device was used during a gastric bypass. It was reported by the rep that the cdh21 ancillary trocar tip was cut in half (no point). There was no consequence to the pt. The device will not be returned. 01/11/2000 another cdh21 was used to complete the case.